Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the proximal lad during the index procedure. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1 year, 1.5 year, 2 year and 35.5 month follow up's. It is reported that the patient suffered a q wave mi approximately 3 years post index procedure. It is reported that the patient expired approximately 3 months later. Ref MFR# 9612164-2011-01723, 9612164-2011-01724.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi, death).